Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl. The blood glucose was 340 mg/dl at the time of the incident. The current blood glucose was 398 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.